Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported crosslead tracker guide wire was returned for investigation. The polymer jacket of the returned crosslead tracker guide wire was found torn off at approximately 70-150mm from the tip. Microscopic observation of the torn end of the polymer jacket found that the polymer jacket was torn off at approximately 150mm from the tip likely due to contact with a sharp object. The polymer jacket was found remained intermittently on the exposed core wire at approximately 100-110mm from the tip and gathered distally. The polymer jacket was also found gathered distally at approximately 30mm and 50mm from the tip. The crosslead tracker guide wire was found curved for approximately 30mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that abrasion might have been applied on the distal segment of the crosslead tracker guide wire due to the interference with the concomitant corsair armet microcatheter when withdrawing the guide wire with the tip in a knuckle shape. Consequently, the polymer jacket was torn off and gathered distally. Although it was concluded that this event was not attributed to product quality, it was unable to completely rule out that fragmented polymer jacket was left in the patient anatomy because the returned guide wire was severely damaged. No CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. [Precautions] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling ofthe guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Detennine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnonnal resistance is felt, remove the entire system from the patient's body and detennine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse effects] ~coming off of coating.

Event description:
It was reported that stenting was performed for a moderately tortuous and mildly calcified 90-99% stenosis in the superficial femoral artery (sfa). An asahi crosslead tracker guide wire was used to cross the lesion supported by an asahi corsair armet microcatheter via crossover approach. When withdrawing the crosslead tracker guide wire with the tip in a knuckle shape, peeling of polymer jacket was observed. It was informed that there were no adverse patient effects associated with this event.